Manufacturer narrative:
This is a resorb-able product; therefore, permanent impairment is not expected to occur from remaining implanted in the patient. A review of the device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00293. Note: only 1 clamp was broken, but the event reporters were unable to identify if the broken clamp was from lot #918490 or lot #409030. Therefore, 2 reports are submitted for the same event to reflect the two possible lots.

Event description:
It is reported that during a pediatric surgery for cranial bones, a post of one of three lactosorb rapidflap clamps was broken right on the outer plate. The broken piece remained in the patient as the surgeon did not see any problem. It is reported that this event did not result in a surgical delay. It is reported the surgeon was able to complete the procedure successfully.